Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated visually and microscopically. The customer's indicated failure mode for leakage from the septum with the incident lot was observed. Additionally, retention samples were selected for evaluation and upon simulated use test completion, the customer's indicated failure mode for leakage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA # 166486 to document further investigation and root cause(s) of this product issue. Conclusion: refer to CAPA 166486 for investigation details and corrective actions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found blood leaking through the septum of a bd intima-ii¿ closed IV catheter system after a successful venous puncture. There was no report of injury or medical intervention.